Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient desired a second lead. They stated that the first lead provided coverage, but created uncomfortable stimulation under their left breast. It was reported that there were no known factors that may have led or contributed to the issue. It was reported that surgical intervention occurred and a second lead was added below the first lead today by their doctor. It was reported that the first lead remained implanted. It was reported that the issue was resolved at the time of the report and good coverage was provided during intraoperative testing. The date of the event was asked but would not be made available. No further complications were reported/anticipated.